Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for lumbar epidural mass. It was noted that the patient's blood flow was normal and vessel tortuosity was normal. It was reported that during the procedure, the coil would not detach, even though the same instant detacher was successfully used with other axium coils. The physician made multiple attempts to detach the coil using the instant detacher but did not try using another detacher. Manual detachment via the hypotube was also attempted multiple times. There were no reported issues with the instant detacher itself. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received stating that the cause of the event was not determined. Prior to coil non-detachment, no issues were encountered. No pushwire damage was observed after removal from the patient. The information is confirmed by the physician.